Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. No information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the camera head had an abnormal image (bad image quality & image noise). There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an abnormal image (bad image quality & image noise). The issue occurred after the procedure during withdrawal/closure and the therapeutic nephrectomy was completed using the same set of equipment. There were no reports of patient harm.